Manufacturer narrative:
The complaint acunav catheter was performance tested and found to be fully functional. The investigation indicates that the cause of the complaint is incomplete insertion into the swiftlink connector. Recommendation to customer: use care to ensure catheter connector is fully engaged into swiftlink before locking down. If catheter is found to be only partially inserted, recovery is simply achieved by unlocking swiftlink, fully inserting catheter and relocking swiftlink. Use as normal.

Event description:
No visualization of echo. Used during intracardial valve replacement procedure. Could be completed by using new catheter. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.